Event description:
A malfunction alarm with the code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level as the bg did not exceed a critical threshold. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterward. The customer was informed to call back if the issue happened again and acknowledged this instruction.